Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the tip of the driver broke off. The tip was unable to be removed and was left in the setscrew. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of the instrument identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.